Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" (B)(6) 2009; inratio: 4.4; lab: 5.05. (B)(6) 2009; inratio: 6.0; lab: 4.4. Pt also stated that he had a 1.7 value the day before. Therapeutic range for pt is 2.0-3.0.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (B)(6) 2009; inratio: 6.0; ref: 4.4; mean: 5.20; confidence limits: unable to determine. (B)(6) 2009; inratio: 4.4; ref: 5.05; mean: 4.73; confidence limits: 2.6-6.9. Ref = reference. Inr values such as 1.7 are omitted since test was done more than 3 hours apart. A 4.4 inr from doctor's meter is utilized as reference and inratio result since it did not specify the type of meter. Three hours is considered by the manufacturer a reasonable length of time between two readings in order for comparison to be valid. The mean is >5.0 and the difference is greater than 2.2 for test 1. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l testing/investigation is required. (B)(6) 2009 in-house accuracy test: test date: donor 1 (B)(6) 2009, donor 2 (B)(6) 2009: returned meter; in-house meters; returned strip ln: one strip ln 80785b and two strips of ln 080498b; retained strip ln: three strip ln 080498b; comparative sys: sysmex 560; 2 therapeutic donors. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. No strip deficiency was established. The returned meter was tested and no errors were observed on functional test result. No corrective action required at this time as no product deficiency was established.